Manufacturer narrative:
A product development investigation was performed. One driving cap (part # 03.010.475, lot # 7719678) was returned for investigation. The driving cap is well used with numerous gouges and marks consistent with hammering. The distal threaded tip of the driving cap is broken off and was returned (the tip is approximately 25mm in length). The exact cause of the complaint cannot be determined, but it was likely a combination of wear coupled with excessive/off angle hammer blows during use. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint condition is confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Part number: 03.010.475, synthes lot number: 7719678: release to warehouse date: feb 20, 2012. Mfg. Site: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a threaded portion of the hammer guide (driving cap) broke off in the insertion handle. This occurred during a suprapatellar tibial nail procedure on (B)(6) 2016 to repair a spiral distal tibia fracture of the right leg. The surgeon was hammering in the nail when the threaded portion of the hammer guide (driving cap) broke off in the insertion handle. The broken device was easily removed without any additional intervention. No fragments were generated. The procedure was successfully completed. No patient harm or delay in surgery reported. The patient is stable. Concomitant devices reported: tibial nail (part# unknown, lot# unknown, quantity 1), mallet (part# unknown, lot# unknown, quantity 1), insertion handle (part# 03.010.440, lot# 11-3171, quantity 1) . This is report number 1 of 1 for com-(B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.